Event description:
A high reading issue was reported with the adc device. The customer obtained a sensor reading of 338 mg/dl and self-treated with 2 units insulin (type unknown). The customer experienced a seizure and loss of consciousness and was seen by an emergency healthcare professional who diagnosed them with hypoglycemia and administered three glucose injections for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.